Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the healthcare provider reported that on the same day the end-user was hospitalized with hyperglycemia with blood glucose (bg) levels of 401 mg/dl after being out of range for approximately 10 hours. The end-user was admitted, treated with manual insulin injections, and discharged the same day with no reported long-term effects.